Manufacturer narrative:
Because the device was not returned to the manufacturer for evaluation, mmdg has been unable to confirm the validity of the complaint or determine its cause. However, a scar was initiated to the supplier which resulted an additional inspection criteria of the inspection/manufacturing process.

Event description:
While adding set to medication bag, the technician reported that the set began leaking after attachment to bag. The leak appeared to come from the set to the filter, or at the seam to the filter itself. No other information was provided, and no injury to a patient was reported. (B)(4).